Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2013; one clip was implanted reducing functional mitral regurgitation (mr) grade 3-4 to 1-2. During the procedure there was no issue with the device or with visualization of the clip. On (B)(6) 2013, the patient was hospitalized and the clip was found to have detached from the posterior leaflet. The mr grade increased to 3. There was no damage to the posterior leaflet. Due to the detachment, the patient experienced acute pulmonary edema and was treated with diuretics and nitrates. The patient was stable is under evaluation. Decisions regarding further treatment will be determined the second or third week of (B)(6) 2014. Per the physician, the (B)(6) 2013 mitraclip procedure or device did not contribute to the detachment of the clip from the posterior leaflet and the cause of the detachment was not known. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received indicates that the patient was stable and has accepted to undergo a second mitraclip procedure. No date has been scheduled, but may possibly occur in (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, additional information received: on (B)(6) 2014 the patient underwent a second mitraclip procedure and the mitral regurgitation grade was reduced from 3 to 1-2 with the implantation of two clips. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: malfunction was incorrectly checked on the initial medwatch report and is corrected to serious injury. As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). In manufacturing, all devices are subject to visual and functional inspection to verify product quality. Review of the device history records confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. The information provided in the case details also stated that there were no issues with the device during procedure. The user did not report any issues while functionally inspecting the clip delivery system (cds) during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided stated that there were no difficulties with visualization of the clip or leaflet assessment during the initial procedure. It further stated that the posterior leaflet was not restricted. Based on the information reviewed, a definitive cause for the reported difficulty grasping the leaflet(s) and/or slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The reported patient effects of mitral regurgitation and edema are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, there is no indication of a product deficiency.